Manufacturer narrative:
Fowler.

Event description:
It was reported by svc report that the fowler cylinder needed to be replaced. The fowler gas cylinder was leaking and the fowler did not hold weight without going down. No pt involvement or adverse consequences are reported.